Manufacturer narrative:
(B)(4). The patient remains ongoing on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient received low voltage advisory alarm occurred after switching to the mobile power unit (mpu) the evening of (B)(6) 2018, for about 6 mins. Patient switched back to batteries and alarm resolved. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed submitted log files and confirmed a low power advisory place on (B)(6) 2018. The log file indicated odd voltages while the patient was connected to mpu during the low power advisory. It was suspected this was the result of power cables being incorrectly connected (white to black) (black to white). No other unusual events noted. The pump was operating accordingly within its specified parameters. On (B)(6) 2018, the vad clinician, reported the patient came into the clinic and was able to recreate the alarm condition after attaching the white power lead to the black connector on the mpu cable and connected the black power lead to the white connector on the mpu cable. The alarm happened approximately 5 minutes after switching the patient from there batteries to the mpu. There was no reported adverse patient impact due to event. Additional information was request, but was not provided.